Manufacturer narrative:
Additional information from the product evaluation confirmed that the tamper seal on the outer implant box was broken. Outer tray lid inside the implant box was sealed with no apparent effect on the sterility of the product. The product was returned and the received condition of the product cannot be verified. Additionally, no immediate action is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution. A definitive cause could not be identified. However, the probable causes my be related to human error, improper handling and storage. Upon reassessment of the reported event, it was determined that this event is not reportable as this malfunction is not likely to cause or contribute to a serious injury or death if it were to recur. As a result, no further medwatch reports will be submitted.

Event description:
Additional information from the product evaluation confirmed that the tamper seal on the outer implant box was broken. Outer tray lid inside the implant box was sealed with no apparent effect on the sterility of the product.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided.

Event description:
It was reported that tampered resistant sticker from the implant (bopt4310) package was broken. Procedure was completed using another implant. Tooth location 29.